Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the patient reported experiencing pocket stimulation. Device interrogation revealed noise on the atrial lead. The lead was capped and replaced. The patient was noted to be in stable condition following the procedure.